Event description:
The caller reported experiencing a cartridge alarm 20 during the load process of an insulin pump. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating no severe impact. Reportedly, customer reverted to manual injections for insulin therapy.